Event description:
It was reported that the patient had his spectra concealable penile prosthesis removed due to infection on an unknown date. The patient was implanted with a 3 piece inflatable penile prosthesis on (B)(6) 2017. No further patient complications were reported in relation with this event.